Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. We were unable to verify button error alarm due to blank display. The insulin pump was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump stopped working and it alarmed button error. Customer stated it was accidently submerged in water. Customer's blood glucose was 169mg/dl. Customer believes that the esc button is not working. Customer stated the insulin pump alarmed after the water moisture, customer was unable to clear the alarm. Advised customer to revert to back up plan.